Manufacturer narrative:
The device involved in the event has been returned to lm for investigation and the defect can be confirmed. However, the exact scenario that led to the damage cannot be reproduced. The outer sheath of type a42021a that was used in combination has been returned as well. Both instruments have been mfg in 2007 which indicates a long period of use. The products were never returned to olympus for service purposes. The instruments are in very bad over-all condition, bent with severe dents on it. The dents do not allow a fitting of both the inner and outer sheaths anymore. The possibility of breaking of the ceramic insulation material at the distal end of the instrument is a known problem and the user is explicitly advised to check the condition of the ceramic tip before each use. Conditions that may cause a damage are explained as well. In 2009 as a preventive action, the material for the insulation tip was changed to a more durable and higher resistant material. It can be excluded that, all the damages have occurred during the respective procedure - especially when reflecting that the user has reported the malfunction has been noticed in the beginning of the procedure. It is under the responsibility of the user to prevent the instrument from further use, once obvious damages are observed. Hence, use error is considered to be at least a contributing factor to this event. The product represents state-of-the-art for this type of equipment. Hence, the file will be closed without further actions.

Event description:
During hysteroscopic procedure, the ceramic insulation tip of the instrument broke-off into the pt's body. The fragments could be retrieved successfully.